Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to achieved hemostasis properly. Therefore, after the removal of the device from the patient¿s body, manual compression was performed for 30 minutes. There was no reported patient injury. The vessel level of tortuosity is mild. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx vcd was prepped according to instructions for use (IFU). The sealant seems to be deployed properly. The patient recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle with the stopcock open as received. The sealant sleeve, sealant, advancer tube, syringe and procedural sheath were not returned with the device. The condition of the returned device was like a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, the sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. The shuttle cartridge was retracted to the black handle without issue. No functional non-conformities were observed on the returned device. A product history record (phr) review of lot f1924603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during the analysis of the returned device. Without the return of the entire device, a complete physical evaluation could not be performed. The exact cause of the reported event could not be conclusively determined. Procedural factors, or patient factors, may have contributes to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to achieved hemostasis properly. Therefore, after the removal of the device from the patient¿s body, a manual compression was performed for 30 minutes. There was no reported patient injury. The vessel level of tortuosity is mild. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx vcd was prepped according to instructions for use (IFU). The sealant seems to be deployed properly. The patient recovered. The device will be returned for analysis.